Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable result from coaguchek xs meter serial number (B)(4). At 12:38, the result from the meter was 6.4 inr. At 12:50, the result from the laboratory was 3.8 inr. There was no allegation of an adverse event.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.